Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection identified a piece of sharp webbing was protruding from the clevis area. Further examination found the knife was out of alignment with the jaws and would not function when the trigger was activated. Instead of advancing, the knife would contact the back of the seal plate. This issue can occur when excessive tension is placed on the jaws, forcing them out of alignment. If the trigger is forced when the jaws and knife are out of alignment, it can cause one of the webs to break and protrude from the device. The investigation found the cause of the reported issue to be user error. The instructions-for-use included with this product lists cautions to prevent this issue, stating "do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Gently pull the cutting trigger to engage the cutting mechanism". Review of the device history records for this lot found no potentially contributing factors to the reported issue.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a colectomy, the trigger to cut with the device was jamming. Examination of the received device found the insulation is damaged and a sharp piece of webbing is protruding close to the jaws. The knife is also trapped and contained within the jaws, preventing them from opening.